Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by a zoll medical sales representative, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. However, the clinical data was available to the user. The device's display passed testing and did not need to be replaced. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.